Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73m2100052 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related event.

Event description:
Reported event: the doctor failed to fire the staple while using it on a patient and felt it jamming. No reported injury.